Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-46803. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition on the right ventricular (rv) lead and pacemaker. The physician elected to explant and replace the rv lead and the pacemaker. There were no patient consequences.